Event description:
Micro therapeutics, inc. Concerto detachable coil system failed to deploy. New device was obtained and the case continued without incident. The concerto coil system will be returned to the vendor.